Manufacturer narrative:
The customer was sent a replacement device and the monitor in question was received at spacelabs for further investigation. The reported problem was verified, and findings identified a failed component on the cpu pcba. This report is complete, and this particular issue is considered closed.

Manufacturer narrative:
The bedside monitor was removed from service and sent to spacelabs for further evaluation. Onsite investigation by a spacelabs field service engineer shows that additional monitoring by a cardiac defibrillation monitor was also in place at the time of the event, which is the clinical standard for the patient condition, therefore the patient was continuously monitored throughout the event. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 a patient arrived in the emergency department in cardiac arrest and was placed on the bedside monitor. During attempts to resuscitate the patient, the bedside monitor went blank. The monitor was immediately replaced with a spare during the event. The hospital reported the patient deceased.